Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead, implanted: (B)(6) 2009; 402352 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing in bipolar mode. The lead also had double counting of far field r-wave (ffrw) and decreased sensing. The lead remains in use. No patient complications have been reported as a result of this event.